Manufacturer narrative:
The device was returned to the manufacturer for examination as part of the complaint investigation. The results of this investigation are currently pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Product was placed (B)(6) 2016 started leaking (B)(6) 2016. New PICC was placed, baby is ok.

Manufacturer narrative:
This complaint is not confirmed. The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. Examination of the faulty sample returned showed that the catheter was leaking next to the fixation wing. Microscopic examination showed that the catheter tubing was damaged. Based on the shape of the cutting observed in the tubing and internal testing performed, the spiral shaped damage is most likely damage caused during the stylet removal. During stylet removal the catheter concertinaed causing severe damage in the catheter tubing's wall. Having checked the batch history records, no abnormalities were found. This is the 8th complaint of batch no. 5035133 received, but the first for a concertinaed catheter within the last three years. As outlined in the product's IFU it is essential to avoid stylet kinking during use, otherwise it will be difficult to remove it from the catheter. As each catheter is leak and flow tested before packaging, a product defect can be excluded. Corrective/preventative action: no further corrective action initiated by quality management. Vygon will continue to monitor this type of complaint in their complaint tracker.

Event description:
Product was placed (B)(6) 2016 started leaking (B)(6) 2016. New PICC was placed, baby is ok.